Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2014, the pt underwent a trial procedure and received a permanent lead. Post-op, the pt began to experience abdominal pain. F/u revealed the pt was implanted on (B)(6) 2014 with an ipg, and her abdominal pain was mentioned to be much better.